Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. Failure analysis was not performed as the device was not returned. Analysis of the data and alarm log files revealed several momentary disconnections and a critical battery alarm due to communication error involving the battery. Momentary disconnections will result in an audible tone/beep. As a result, the reported event was confirmed. The most likely root cause of reported critical battery alarm event may be attributed to a communication error between the controller and battery. The most likely root cause of reported beeps may be attributed to momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that the battery also had a communication error. Two other batteries also had a communication error and remain in use.

Manufacturer narrative:
Product event summary: three (3) batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnections involving (B)(6)). Momentary disconnections will result in an audible tone or "beep." Data log files also revealed multiple instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Additionally, a critical battery alarm was recorded due to communication error involving (B)(6)). As a result, the reported events were confirmed. The most likely root cause of reported beeps may be attributed to momentary disconnections between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of reported critical battery alarm event may be attributed to a communication error between the controller and battery. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was beeping and there was a critical battery alarm. The battery was replaced. No patient complications have been reported as a result of this event.